Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation rgery; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Four photos were reviewed by the investigation site. Three photos show arrows pointing what appears to be particle in a eye. Based on the pictures attached to the parent complaint, the evaluation confirms the presence foreign material in the eye. The pictures are not conclusive if the foreign material was introduced by a phaco tip. Because a sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported observing metallic foreign particles in wounds after cataract procedures. The reporter informed that there has not been patient harm.